Event description:
Neurosurgery resident was performing stereotactic brain biopsy with attending. While creating burr hole, drill malfunctioned and tore resident's glove. Drill immediately removed from service. Perforator bit held, complete with lot number intact. Neither patient nor resident injured. Reported incident to drill company rep.